Event description:
The pt received two scs leads from the same lot number. It was reported the pt experienced a fall and since her scs system has been auto-reducing. X-rays taken did not show the leads had migrated. A system diagnostics revealed the left lead contacts were all invalid. The pt's left lead was explanted and replaced. Effective stimulation was reportedly recaptured postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.